Event description:
On (B) (6) 2010, the pt's father reported the pt's blood glucose was evaluated to 575 mg/dl and has been increasing since his infusion set was changed 2 hours ago. The pt's normal blood glucose range is 80-150-mg/dl. The pt disconnected from the infusion device for 1 hour to swim from 3:30 - 4:30 pm and at 5: pm his blood glucose measured 306 mg/dl. The pt ate a snack and bolused 2 units of insulin. At 5:30 pm, he ate dinner and bolused 3.5 units of insulin. At 5:45 pm, he ate cheese and bolused 0.5 units of insulin. At 7:20pm his infusion tubing got caught on something and was pulled out of his body and the infusion set was changed. When the new infusion site was inserted, his blood glucose measured 488 mg/dl and he bolused 1 unit of insulin. At 8:00 pm, his blood glucose measured 549 mg/dl and he bolused 2 units of insulin but his bolus is not listed in the device history. At 8:48pm, his blood glucose measured 550 mg/dl and he bolused 3 units of insulin and at 9:15 pm his blood glucose measured 575 mg/dl. At the time of the report, the father stated he saw 2 large air bubbles in the infusion tubing. He performed 2 prime cycles to remove the air from the system. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The pt was sent adhesive dressing as a courtesy. The infusion set was replaced and requested to be returned for eval.